Event description:
It was reported that approximately one week post a da vinci si hysterectomy procedure, the patient returned to the hospital and was found to have sepsis. The patient had a do not resuscitate (dnr) order on file and expired one week later. Reportedly, the patient's demise was unrelated to the da vinci si surgical system.

Manufacturer narrative:
The hospital has been contacted on several occassions to obtain additional information; however, complete event details and medical records have not been provided to intuitive surgical. No malfunctions of the da vinci si surgical system were reported to have occurred during the procedure.